Manufacturer narrative:
The alleged issue of channel errors seen on the screen could not be confirmed. No instrument devices or associated device logs were received for investigation. The file was opened to document the issue that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that nurses see a channel error on the screen, and if they have time, send the module to biomed for evaluation. No patient harm was reported. They usually do not send the pc unit at the time of the event. Biomed has not found an issue with the pump module during their evaluation.

Manufacturer narrative:
The alleged issue of channel errors seen on the screen could not be confirmed. No instrument devices or associated device logs were received for investigation. The file was opened to document the issue that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that nurses see a channel error on the screen, and if they have time, send the module to biomed for evaluation. No patient harm was reported. They usually do not send the pc unit at the time of the event. Biomed has not found an issue with the pump module during their evaluation.